Event description:
It was reported via maude event report (B)(4) that there was an incident where a vial of rotaglide and a vial of propofol were mixed up and a patient death occurred.

Manufacturer narrative:
Device evaluation by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).